Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined he switch was not functioning, there motor had signs of corrosion, and the cable was damaged (no exposed wiring indicated).; however, the repair was not completed because the repair quote was denied. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item(s) and part and lot combination(s). Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the dermatome machine was not cutting properly. It jumps as the surgeon tries to cut. The event happened prior to surgery whilst the nurse was inspecting the machine. There was no patient involvement. No adverse event was reported as a result of this malfunction.